Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/09/2017 with the following findings: a review of the pump showed that there were (B)(4) primes recorded for the month of (B)(6) 2016, (B)(4) primes for (B)(6) 2016 and (B)(4) primes for (B)(6) 2016. The pump¿s total daily dose (tdd) history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was placed on a basal program of 1 unit/hour for 24 hours during the investigation and the pump history indicated that the total daily dose (tdd) was recorded accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The initial complaint could not be confirmed or duplicated during the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Also unrelated to the initial complaint, it was observed that the bolus button cover was damaged but the bolus button was still operable. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =250 mg/dl. No associated symptoms of hyperglycemia were reported. This blood glucose excursion does not meet animas¿ criteria of a reportable adverse event and is not being reported. The reporter stated that the patient changed out the site every two-to-three days and the pump¿s prime history is incorrect; the prime history showed only three records of the pump being primed each month in (B)(6) 2016. There were only two fill cannula records in the history for 1.0 unit each, not associated with prime on the same date. The patient was unable to complete troubleshooting activities with animas customer technical support when the complaint was made and refused further evaluation. The patient refused to use a replacement pump brandishing a refurbished product sticker. This complaint is being reported because the reporter alleged a history/settings issue with the pump that has the potential to lead to long-term cessation of insulin delivery to the patient.